Manufacturer narrative:
The reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms were for glucose values outside of the threshold range. This issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of the adc freestyle libre 2 reader. A customer reported that the low glucose alarm did not sound and experienced symptoms described as "strong sweats, tremors, disorientation, no control over body functions, unable to swallow, numbness in legs, and on the verge of fainting due to hypoglycemia". The customer was unable to self-treat and required treatment from her husband (unspecified). No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of the adc freestyle libre 2 reader. A customer reported that the low glucose alarm did not sound and experienced symptoms described as "strong sweats, tremors, disorientation, no control over body functions, unable to swallow, numbness in legs, and on the verge of fainting due to hypoglycemia". The customer was unable to self-treat and required treatment from her husband (unspecified). No further information was reported. There was no report of death or permanent injury associated with this event.